Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer went to urgent care due to blood glucose (bg) level of ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level and was treated with intravenous fluids of saline. The customer was discharged with no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.